Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation. The irritation was described as small, red dots that were itchy. The patient's doctor prescribed the patient an unknown cream. During a follow up call, the patient indicated that the irritation had not improved after using the cream. The medical outcome of the irritation is unknown as the patient ended use of the device.